Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic unknown procedure, the clip was malformed. The device was used on the cystic artery. The doctor said that the clip was not pressed into or twisted at the firing. Another device was used to complete the case. There were no adverse consequences to the patient.